Manufacturer narrative:
The device was retained by the account. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional procedure. Reportedly, deployment of the proglide suture was not successful and was broken. The foot plate was closed and the device removed intact. After removal, the device was examined and the posterior foot was noted to be separated. A computed tomography (CT) and angiogram were done to confirm no foreign object was left in the anatomy. Although imaging was done, it was also reported that the small piece could potentially remain in the anatomy, but not be visualized. The sheath was maintained to 8f and the procedure was completed. Hemostasis was achieved with manual compression. The patient is doing fine. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported foot detachment was confirmed. The reported suture detachment was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: user facility medwatch 5108937b3/b6: dates corrected from 3/9/2022 to 3/1/2022. D9/h3: it was originally reported the device would not returned; however, device was returned.

Event description:
User facility medwatch report received that states" "during a scheduled angiogram procedure, the closure device proglide posterior foot plate was noted to be missing. Fluoroscopy and ultrasound were used to search for the device fragment without success. During the closing process, the surgeon's attempt at closure on the left with a proglide device failed as the suture broke off the needle. The device was inspected, and the posterior foot plate of the proglide was noted to be missing. Fluoroscopy and duplex ultrasound of the left groin was performed revealing no foreign body visualization; however the device fragment is radiolucent. The risks of surgical exploration outweighed the benefits, and the decision was made to monitor the patient. Following the procedure, the patient had palpable pulses bilaterally. Color flow proximal and distal to the puncture site was patent and pulse-wave doppler interrogation revealed normal triphasic signals with normal velocities proximal and distal to the puncture site. Duplex ultrasound found the superficial femoral artery, posterior femoral artery, and common femoral artery to be patent with normal waveforms and no foreign body was identified. It was unclear if the device fragment proglide footplate either embolized, migrated to wall of artery or to soft tissue, or was on procedure table. The patient was discharged home the same day. FDA safety report ID# (B)(4)."